Event description:
Patient called to report a product issue with a u by kotex tampon. Patient stated this morning as she was changing her tampon, it started to unravel inside her. She stated that when trying to pull the tampon out she noticed some resistance, so she adjusted her body and kept pulling it. Patient said she believes all the tampon material did come out but was ripped away from the string and was all unraveled. Patient stated she did a self-exam and feels pretty sure nothing was left inside her but may contact her doctor for an exam just to make sure. Patient stated she did contact the manufacturer and is waiting to hear back from them.